Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has blood glucose (bg) value of 493 mg/dl, with frequent urination but no ketones. The reporter alleges the pump has emitted recurring loss of prime alerts today. Upon troubleshooting with customer support (cs), the reporter found that the cartridge cap was loose, but there was no damage to cartridge cap or casing. Reporter tightened cap and was able to successfully reprime pump without recurring warning. Reporter bolused 0.95u while on phone with cs, and patient is currently alert, oriented, and without complaints. There is no evidence of pump malfunction other than the loose cartridge cap. The complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.